Event description:
Info provided to MFR by the agency states that the user reported that after deployment of the angio-seal device, the pt's leg became discolored and cold with paresthesia. The angio-seal device was removed and flow gradually improved. There is no further info available. The pt info, device info and date of event are unknown.